Event description:
The customer reported a pool of clear fluid, which had leaked onto the countertop below the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment consisting of gloves, lab coat, and face shield during the event and there was no report of injury or exposure. The customer stated that the leak did not affect patient results and there was no change to patient treatment in connection with this event. The customer could not locate the source of the leak and had requested service for the instrument. Beckman coulter field service engineer (fse) observed fluid in the blood sampling valve (bsv) drip tray and the front of the instrument. The fse found the drain line kinked causing the needle to overflow onto the instrument. The fse proceeded to reroute the tubing to the needle cartridge and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).